Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the needle is bent on two planes. No suture or ts remain on the insertion needle or were returned for evaluation. Functional assessment is prohibitive due to the needles condition. Per the device instructions warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿.

Event description:
It was reported that while using fast fix device 72202469, t1 deployed normally. Internal rod failed to fully retract and didn't load t2. Surgeon tried to manipulate and load t2 arthroscopically without success. Decided to pull out and use another device. # 72202469 (same lot#) was used again with the same issue arising. Surgeon decide to pull out and had to perform partial meniscectomy due to extensive damage to the meniscus caused by faulty devices.